Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and requested a replacement pump, which was recommended and approved by technical support. The customer was informed that they would receive a pump with updated software and was advised on using a backup insulin pump to ensure uninterrupted insulin delivery. Instructions were provided for returning the faulty pump, and a replacement was sent.